Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time no intervention has been performed and the device remains implanted and in service. No adverse patient effects were reported.